Event description:
The pt had no complaints pre dialysis. Temp. 96.2, pulse 60, bp 132/82, 2.4 kg weight gain. Dialysis was initiaaated in usual manner. Pt was scheduled for 3.75 hours treaatment. One hour and 15 min. Into dialysis pt complained of shaking, chills and lower back pain. Temp. Was 97.2, bp was 146/76 15 min prior. Dialysis was terminated. Blood cultures were drawn, blood was reinfused and dialysis was resumed using a new dialyzer and lines. The shakings continued throughoout theh treatment. Pt's bp trapped to 80/p. Two hours and 30 min into trreatment and temp. Increased to 99.0. 25 minutes beforre terminationnn the pt vomited and complained of stomach pain. The pt's temp. Increased to 100 after dialysis was terminated. Vanemycin & gm IV given and gutamycin 60 mg IV were administered. The pt was sent home after dialysisss. Bp 130/?, temp 100.2, weight 66.2 kg, 1.5 kg weight loss.